Event description:
It was reported that the right ventricular lead dislodged shortly after implant. The physician decided to extract the lead and implant a new one. It was also reported that the atrial lead had varying impedances and failed on the bipolar circuit so was programmed unipolar. The atrial lead remains in use. During the device implant, the patient experienced about three seconds of asystole when going from analyzer to device. The physician requested that a new device be implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism and there was tissue on the helix.